Event description:
Revision approximately 4 years post operatively due to torn rotator cuff, including pain and limited motion. On surgical examination there was evidence of posterior glenoid erosion and proximal humeral migration. This event occurred outside of the united states in the (B)(6).

Manufacturer narrative:
Explanted devices were not returned to the manufacturer for evaluation. Device catalog and serial numbers were not available precluding a review of the device history record.